Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was that the station main drawer failure was due to latch issues on two drawers. The field service engineer (fse) accessed the unit, and the latch inseparable magnet on drawers five and six were replaced. After replacement, the drawers were recovered and tested successfully. The operation was verified, and the station was confirmed to be functioning normally. The system functioned as intended after the field service engineer repaired the device.